Event description:
Customer reported that an 840 ventilator bottom graphical user interface (gui) display was erratic. Device was not being used on a patient when event occurred. The customer reported to have replaced the gui central processing unit (cpu) printed circuit board assembly (pcba). Covidien customer support engineer (cse) was only authorized to upgrade the software. Device passed all tests.

Manufacturer narrative:
(B)(4).